Event description:
The customer reported elevated troponin I (accutni) results, within the risk stratification interval, for one patient - for several samples - involving unicel dxc 600i synchron access clinical system. The results were discordant with access 2 immunoassay system. Subsequent testing of the patient sample on the alternate access 2 immunoassay system produced lower results, within the normal reference interval. The elevated result was released out of the laboratory. The patient was admitted to the hospital. An amended report, with lower results, was issued. The customer did not receive any reports of additional changes to patient treatment. There has been no report of patient outcome. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2011. The fse adjusted instrument ultrasonics, recalibrated the assay, and performed quality control (qc) within the customer's established ranges. The issue was resolved by adjusting instrument ultrasonics. The unit conformed to the manufacturer's performance specifications. The customer reported quality control (qc) was within range during the event.